Manufacturer narrative:
This event occurred during an unspecified date, the week of (B)(6) 2019. The device was discarded and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp y-type microbore catheter extension set came apart (unspecified location). This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.